Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4)

Event description:
It was reported that the customer had high blood glucose levels of 192 mg/dl. The customer reported that the insulin pump alarmed no delivery several times during the past three days. Troubleshooting was done. The customer was asked to deliver a five unit prime from the insulin pump. The customer reported that insulin did exit. The customer was advised to reinsert the reservoir of the insulin pump. The customer was advised to push insulin slowly through the tubing of the infusion set. The customer reported that insulin exited during the manual prime on the insulin pump. It was reported that the reservoir of the insulin of the insulin pump was occluded. No additional information was provided.